Manufacturer narrative:
The report of the auto-pulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing, and archive data review. The root cause for the reported complaint was due to a defective processor board, as a result of normal wear and tear. The auto-pulse platform was manufactured in january 2007, and is 13 years old, well beyond its expected service life of 5 years. Unrelated to the reported complaint, a cracked motor cover and missing battery partition were observed during visual inspection. This type of physical damage, and missing part were likely due to normal wear and tear, and/or mishandling. During archive data review, latch error 136 (internal parameter corrupted) was observed, thus confirming the reported complaint. The auto-pulse platform failed initial functional testing due to, "system error, out of service, revert to manual CPR," error message, thus confirming the reported complaint. In addition, archive data indicated date and time corrupted due to defective processor board. Last auto-pulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the auto-pulse 1.1. Many important components used in ap1. 1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair, and it will have a label state, "not for clinical use." Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for auto-pulse platform with serial (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial#: (B)(4)) displayed, "system error, out of service, revert to manual CPR," upon powering on. Error message could not be cleared by the user. No patient involvement.